Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. The connector pin appeared like it might not be fully inserted. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a dcdc code progressing from a 1 to a 4 on a system diagnostics test three weeks post revision surgery. This is an unexpected occurrence so soon after a revision surgery, and suggests a possible device malfunction. The pt has not experienced any trauma or injury since revision surgery that could have caused or contributed to the reported event. X-rays were sent to the MFR to review. The quality of the x-ray made it difficult to assess the connector pin, but the connector in appeared like it might not be fully inserted.

Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently left of the patient's age' at the time of the event.

Event description:
The patient underwent full vns replacement surgery. The explanted products were received by the manufacturer and are pending product analysis.

Event description:
Product analysis on the lead was completed. As received by the manufacturer, the vns lead connector was inserted completely in the vns generator header. No set-screw marks were noted on the connector pin. A continuity check between the set-screw and end of the received lead portion as received revealed that contact between the two was not present. A significant portion of the lead, including the electrodes, was not returned and, therefore, product analysis could not be performed on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Generator product analysis was completed. Analysis of the generator in the product analysis lab concluded that no abnormal performance or other adverse conditions were found. The device performed according to functional specifications.